Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 428 mg/dl. The customer had symptoms such as nausea, abdominal pain, blurred vision, thirst and shortness of breath. Customer treated with a syringe. Customer's blood glucose value was 203 mg/dl at the time of the call. Troubleshooting for high blood glucose reading was not completed as the customer did not feel troubleshooting would resolve the issue of the insulin pump clicking. Customer was advised to discontinue use of the insulin pump and revert to a back up plan. Insulin pump is being returned for analysis.

Manufacturer narrative:
Pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.